Event description:
Customer reporting false positive sars result on an asymptomatic employee. Customer communicated the result was confirmed negative by retesting of the samples using the same assay and when refluxed to pcr.

Manufacturer narrative:
Investigation conclusion:customer data was reviewed showing all positive results are matched to typical amplification curves. Sample in question was requested for further evaluation but was not received. Unable to determine cause, contamination is suspect. Root cause: unable to determine. Source: phone.